Manufacturer narrative:
D4: lot # customer provides a lot number dr24io6086 (invalid). D4: unique identifier (UDI) #: the lot number (10) is invalid; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood/solution set leaked at the filter site while it was connected to the patient. The device contained blood products. This occurred right after priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed that the location of the leak was between the blood filter chamber and tubing. The reported condition was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.